Manufacturer narrative:
The device is available, but not yet received. Therefore, a follow-up report will be submitted when quality investigation is completed.

Event description:
The u2 drill smoked while being tested by the manufacturer's field service tech during a routine maintenance visit. There was no pt involvement and no adverse consequences were reported.